Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a documented blood glucose of 40 mg/dl, after intermittent pump disconnection, gaps in cgm data, use of outside insulin, and subsequent reconnection leading to rapid glucose decline; the user requested and completed a factory reset and re-setup, and additional training was recommended. Symptoms included a reported sensation of severe distress described as feeling like they were dying. Outcomes included return of blood glucose to range with self-treatment by eating, no need for external assistance, and no medical intervention or hospitalization. Investigation included review of device use history and user reports, customer support guidance on algorithm behavior, and education on correct system operation. Investigation of this case revealed user-related factors including frequent disconnection, cgm data gaps limiting algorithm adaptation, use of outside insulin, and meal/announcement practices inconsistent with intended use, which together plausibly contributed to hypoglycemia; no device malfunction or alarms failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributing use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.